Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered that the reagent probe tubing wrap was snagging the reagent probe crane assembly causing it to limit and prevent reagent probe movement and generate motion errors. In addition, the fse also determined that the leak from reagent probe a was caused by a defective wash collar vacuum valve. The fse proceeded to adjust the tubing wrap to resolve the motion errors and replaced the vacuum valve to resolve the leak. (B)(4).

Event description:
The customer reported a leak from reagent probe a of the unicel® dxc 800 synchron® system. The customer stated that the instrument generated a reagent probe a time-out motion error at the time of the event. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and eye protection at the time of the event and no injury or exposure was reported. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.